Manufacturer narrative:
Originally the event date was not provided. Additional information was received on (B)(6)2021 which provided the event date. Therefore, processed b3. Date of event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). The event year reported was 2021. The bwi product analysis lab received the device for evaluation on 3/18/2021. The device evaluation was completed on 3/26/2021. The catheter was returned to biosense webster for evaluation. Bwi conducted a visual inspection and carto test of the returned catheter. Visual analysis of the returned catheter revealed reddish material inside and a hole on the pebax on the thmcl smtch sf (unidirectional) catheter. Carto test was performed, in accordance with bwi procedures. The returned sample was connected to carto3 system and the force error was observed. Therefore, the catheter was dissected on the tip area. Loss of electrical continuity of the green paired wires to sensor was found. Concluding that it was an internal failure of the sensor. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified as part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The evaluation determined that the cause of the pebax damage failure cannot be established. It should be noted that product failure is multifactorial. The instructions for use contain the following warning stated in the carto 3 system manual: the force sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a cut (hole) on the pebax with internal parts exposed. Initially it was reported that the force values were not stable. It showed from 0 to 100g. They "zero" the force values many times. They checked the position with ice as well as x-ray. They were not in touch in spite of force was not zero (above 30 and not stable). They changed the connection cable; however, this did not resolve the issue. They replaced the catheter. The new catheter was working properly. There was no patient consequence reported. The force issues were assessed as not MDR reportable. The issues were highly detectable when occurring. The potential that they could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device evaluation and on (B)(6) 2021 they observed a cut on the pebax with reddish-brown material inside and internal parts exposed. The returned condition of the cut (hole) on the pebax with internal parts exposed was assessed as MDR reportable. The awareness date for this lab finding is 3/23/2021.